Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that post implant patient had unspecified complaints but had gone away. A month later, patient presented with another unspecified complaint, and x-ray revealed lead had perforated. Lead was extracted and replaced. Patient was stable and well post procedure.